Event description:
Olympus was informed that during a right hemicolectomy procedure, the teflon pad melted. There was no patient injury reported. The procedure was successfully completed using a different but similar device. Olympus made multiple attempts to gather additional information regarding the reported event but with no result.

Manufacturer narrative:
This supplemental report will correct lot to lot# mk911607. A visual inspection of the device found that the teflon pad was slightly melted and partially split on the distal end of the grasping section. There was also a small portion of the teflon pad that was lifted off the side of the grasping section, but there was no metal exposed.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.